Event description:
The customer reported that the wash dilution cup of the ortho provue analyzer overflowed contaminating the reagents and qc samples during priming. Pt testing was not being performed at the time of the incident. The customer aborted the priming phase. No erroneous results were reported. Fluid leak can lead to dilution of reagent / sample, carry over / cross contamination from microtube to microtube, erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site, replaced the pressure regulator and performed the necessary adjustment to return the analyzer to expected operation. The customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated.